Event description:
It was reported that during an unknown surgery, the clip did not come out properly, and the clamp was weak. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/19/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? Did the clip not hold on the vessel or tissue once placed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2025. Additional information was requested, and the following was obtained: 1. Did device not feed clips (clips not advance fully into jaws)? The clip did not come out properly. 2. Did device drop or eject clips? Unk. 3. Did device sideways feed clips? Unk. 4. Did device fire malformed clips? Unk. 5. Did device fire scissored clips? Unk. 6. Did the clip not hold on the vessel or tissue once placed? Unk.

Manufacturer narrative:
(B)(4). Date sent 9/19/2025. D4 batch #z7004j. Corrected data d4: UDI#. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned no apparent damage. In addition, the packaging opened was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining sixteen(16) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch z7004j number, and no non-conformances were identified.